Manufacturer narrative:
Ous MDR.

Event description:
Ous MDR - after an implant duration of about 19 months, it was reported that the pt expired. It was questioned whether the device should have delivered shocks. The device was explanted.